Manufacturer narrative:
Per tandem user guide: transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter battery had been used for over 90 days. Customer replaced transmitter battery to address the issue. No additional patient or event information was available.